Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump. Customer stated that they took off insulin pump and went to swimming and when attempting to connect showed critical pump error. No harm requiring medical intervention was reported. The device will not be returned for analysis.